Event description:
Poly tibial insert originally placed in 5 degree valgus causing excessive wear on the medial side. Pain reported by patient led to decision to replace tibial insert. Once opened up it was discoveredx that the poly patella had cracked and broken into approximately four pieces. Tibial insert was replaced and a new patellar component was cemented indevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.